Event description:
While calibrating the dento-surge, received an electric shock/burn. Rptr removed the output power control knob to attempt to re-align the knob with the proper corresponding expected output. The knob is attached to a plastic stem which is held in place by a metal sleeve connected to the plastic stem. Rptr received a shock/burn on their right thumb. Upon inspecting the unit in question rptr noticed that the metal sleeve on the output control knob is directly connected to a potentiometer "vari-capicitor as noted in the service manual." This design is very dangerous and can present an un-wanted shock to the operator while turning the knob.